Manufacturer narrative:
A ge service representative performed an on site investigation. The gpos (general purpose operating system) cpu assembly was evaluated and replaced. The associated software was also reloaded as part of the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system shut down without command of the operator and could not be recovered. There is no report of a patient injury or death associated with this event.